Manufacturer narrative:
Product complaint # (B)(4). Evaluation: an empty opened foil, a detached needle and a suture piece were received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the suture needle pull off is a short insertion which is caused when the insertion of the suture in the needle is insufficient from keeping the needle/suture union during transportation or use.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. The needle pulled off the suture when sewing the muscle fascia. Changed another one to complete the surgery. No additional information could be provided. There is no adverse patient consequence reported.